Manufacturer narrative:
Evaluation: results: as received, optical inspection of the ipg revealed a stuck terminal end electrode in the bottom port. The electrode was removed and the ipg was functionally tested and passed all testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10392. The patient received the scs system on (B)(6) 2011, consisting of an ipg and two leads (from the same lot). It was reported the leads were cut during a cervical fusion procedure on (B)(6) 2011. The leads were cut near the header. The paddle portion of the lead was removed (B)(6) 2011 and the remaining portion left in the ipg which was left implanted. Follow up information revealed on (B)(6) 2011, the physician elected to re-trial the patient. During the procedure to connect the leads to the existing ipg on (B)(6) 2011, the physician observed that existing portions of the cut lead that were still connected to the ipg appeared corroded. Additionally, one electrode remained in the ipg header resulting in the inability to successfully connect the new leads. The ipg was removed and replaced.